Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc, act and up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that they tried to bolus and the numbers scrolled up on their own. The customer was not able to stop it so they removed the battery out and replaced the battery, followed by which they received a button error. The device will be returned for analysis.